Event description:
The user reported an injury for the exposure buttons being too high. She stated the injury was caused by the technologist having to hunch her shoulder for every exposure. She also advised the exposure buttons are at a fixed height and this presents a challenge for shorter technologists. She asked if a cord could be connected to the buttons so no other technologist will be injured.

Manufacturer narrative:
A discussion between (B)(6) and the initial reporter (B)(4) on (B)(6), 2011, revealed no additional information on the seriousness of the injury suffered other than the technologist missed work. She would not offer any additional information because of privacy laws. Ms. (B)(6) stated the system did not malfunction. She was only calling to see if she could have a cord connected to the button to make it easier for the technologist. She was advised this was not possible because the system was verified and validated in its current configuration. She requested this issue be considered in future designs. The technologist missed work, so we have concluded that the injury may be serious and therefore are submitting this medical device report. The delay in this report is due to not having enough information to determine if there was a serious injury or potential for a serious injury. The selenia system worked as intended. Hologic has over 7,000 selenia mammography systems in the field with no other reports of this type of injury. This is considered an isolated ergonomic incident.